Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204 - belt unusable) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the test failure and the service code was isolated to an open along the yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged cable and that a patient received a service code (204 - belt unusable).